Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 60 stapler instrument was installed on the system 5 times and fired 5 white reloads. On each install, the first clamp was successful. On installs 1, 3, and 4, the firings were completed with 1 pause for compression. On installs 2 and 5, the firings were completed with no pauses for compression. There were no stapler related errors in the logs. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted mini bypass surgical procedure, an incomplete staple line using a sureform 60 stapler instrument with a white reload was observed. The surgeon manually sutured the staple line as bleeding was observed. The patient experienced no additional harm; however, the surgical procedure was extended slightly (less than 15 minutes). The procedure was completed.